Manufacturer narrative:
Investigation summary: the device was visually inspected and the spring inside pebax was found broken and the tip was observed bent, scratch on the pebax with no holes and no internal parts exposed. Then, during the second visual inspection a hole was observed on the pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area and it was found that the sensor wire was found broken in the pebax area due to the damage on the spring. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the spring cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the sensor wire breakage and pebax damage could be related to the spring damaged. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the pressure (force) could not be displayed. The second catheter was used to complete the procedure. There was no patient injury reported. The force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster failure analysis lab received the device for evaluation and discovered on (B)(6) 2018 that the spring inside the pebax sleeve was broken and the tip was bent. In addition, there was a scratch found on the clear pebax at the bend of the tip. No holes were found. No internal parts were exposed. The returned noted condition was assessed as not reportable. The catheter integrity was maintained and no internal catheter components were exposed. During an additional evaluation on (B)(6) 2018, it was found that the pebax was damaged as a hole was observed on the pebax. The hole on the pebax was assessed as a reportable malfunction. The awareness date was (B)(6) 2018.